Event description:
Caller alleged discrepant inratio2 inr results in comparison to the laboratory results. Results as follows: date: (B)(6) 2013, inratio2 inr; 4.4, laboratory inr: 1.6. The time between testing was within twenty minutes. Customer indicates that she prefers wiping away the first drop of blood. Therapeutic range 2.0 - 3.0 for pt. The pt's medication was held based on the inratio2 inr results. There was no additional info provided.

Manufacturer narrative:
Investigation pending. Date estimated as (B)(6) 2013 as it was reported that the exact date of the event is unk but had occurred sometime in the week prior to the call on (B)(6) 2013.